Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for a colorectal stricture due to malignant neoplasm, performed on (B)(6), 2008. According to the complainant, poor expansion of the stent was noted during the procedure. It is unknown if there were any patient complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.